Manufacturer narrative:
The thermogard console (B)(4) was evaluated by zoll service personnel at the customer site. The reported complaint that "the thermogard xp ivtm system displayed mid:09 (air trap assembly) error message" was confirmed during functional testing and based on the review of the system's event log data. The root cause of the reported complaint was the defective air trap sensor block due to either a defective component or wear and tear. The thermogard console was manufactured in january 2014 and is over 7 years old, beyond its expected service life of 5 years. No physical damage was observed on the thermogard console during visual inspection. Event log data review was performed and revealed multiple mid:09 (air trap assembly) error messages; thus, confirming the reported complaint. During functional testing, the thermogard xp ivtm system passed the power-on-self-test (post) but failed to detect the air trap; thus, confirming the reported complaint. The root cause for the system not detecting the air trap and the reported mid:09 error was determined to be the defective air trap sensor block, and it was replaced to remedy the fault. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the thermogard console with serial number (B)(4).

Event description:
As reported, the thermogard xp ivtm system (B)(4) displayed mid:09 (air trap assembly) error message. It is unknown where the problem occurred. However, patient use information was requested, but no additional information was provided.